Event description:
The customer alleged they received questionable calcium results on their analytical p module, serial number (B)(4). The customer stated they had been seeing this issue since september across all their p modules on two different analyzer lines and at another site in their trust. The customer stated that all other assays run on these analyzers performed within acceptable limits. The customer provided data for two samples, one of which had discrepant results. The patient's initial calcium result was 2.97 mmol/l. It was repeated with a result of 3.02 mmol/l. On (B)(6) 2013, the sample was repeated twice with results of 2.55 mmol/l and 2.42 mmol/l. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
The field service representative went on site. He performed system alignment checks, sample and reagent probe adjustment and replacement. He performed a cuvette, photometer, and laundry system checks. He adjusted the gear pumps as necessary. He cleaned and replaced the wash bottles. He performed a full system decontamination. A precision check was performed.

Manufacturer narrative:
Additional information has been provided. The discrepant result was reported outside the laboratory and an amended report was subsequently sent. The patient received no treatment as a result of this event. A root cause could not be determined. Based upon information provided, the issue was resolved after cell and sample probe exchanges. The customer has switched to another manufacturer's calcium reagent. Further investgigation was not possible.